Manufacturer narrative:
The physical device was not returned for investigation. Cloud data for the period of 01jun2025-06jun2025 was reviewed. Review found that the system was not delivering insulin while insulin delivery was paused. The patient history buffer data showed no increase in the total pulse count recorded by the pods while insulin delivery was suspended, confirming that the pods were not actively delivering insulin and were not commanded to deliver insulin during these pause periods. No evidence of issues were observed with the system in the available cloud data. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s926usqs4bye4 smartphone hardware: sm-s926u cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the omnipod system continued to deliver insulin after insulin delivery was paused. No impact to the patient's blood glucose levels was reported. No medical attention was required. If additional information is received, a supplemental report will be submitted.